Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va16yua serial# implanted: (B)(6) 2016. Explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulato r (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s burr hole site was irritated and had pus. It was noted that the patient was receiving normal therapy benefit. It was reported that necrosis had set in and patient was put on keflex. It was reported that the neurosurgeon met with the patient on (B)(6) 2017. It was reported that the patient underwent surgery to treat the possible infection on (B)(6) 2017. It was stated that the incision was modified, cleaned, and treated with an antibiotic. It was noted that the patient had a follow-up appointment two weeks after the surgical intervention. No device malfunction was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.